Event description:
Patient received multiple inappropriate shocks and reported noise on rv lead. After shocks delivered also reported noise on ra lead. Patient being sent for x-ray. Device check shows normal capture and in range impedance measurements. Patient states car accident with left sided airbag deployment in (B)(6) 2017. Leads remain implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.